Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmennorhea"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure confirmation test is unknown. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events: pelvic pain, abdominal pain, dysmennorhea, menorrhagia. Reporter added, patient demographic added, essure removal date added, product indication updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdominal pain"), dysmenorrhoea ("dysmennorhea/dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), female sexual dysfunction ("apareunia"), depression ("psych injury/depression"), fatigue ("fatigue"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, metrorrhagia and female sexual dysfunction had resolved and the depression, fatigue, weight increased, migraine, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: insertion date: (B)(6) 2014(as per ppf discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. Events per pfs: back pain, dyspareunia, apareunia, metrorrhagia, depression, fatigue, weight gain, migraine, hormonal changes, headache were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.